Manufacturer narrative:
Device evaluation is not necessary as the infection is not related to the functionality or delivery of therapy of the device.

Event description:
The patient presented to the ER with infection at both the neck and chest sites, and the generator was exposed in the chest. Device history record was reviewed for both the generator and lead. Both devices were hp sterilized prior to distribution, and no unresolved nonconformances were found prior to distribution. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device.] No additional relevant information has been received to date.